Event description:
It was reported that (B)(6) was in possession of a few triathlon instruments where the green handles had become sticky and partially melted as a result of sterilizing the items.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR#: 2249697-2012-01044.